Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and there was a knot formed with some tissue-like material still attached to the monofilament. This is consistent with successful needle deployment and suture retrieval. Based on the results of the investigation, the suture was pulled out from the artery, confirming the reported experience. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The suture was returned intact with a properly formed and tightened suture knot. There were no manufacturing related deficiencies detected and there were no challenging anatomical conditions reported. The probable causes for the suture being pulled out of the artery: insufficient tissue captured, device deployed outside the artery or application of excessive pressure on the suture while attempting to advance the knot. Therefore, the probable cause for the reported event is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure using a 6f sheath. Reportedly, while advancing the knot, the entire suture pulled out of the artery with a piece of tissue attached (4x4x4 mm). Manual arterial compression was applied for 30 minutes to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.